Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2009 and performed to specification up to the(B)(6) 2013. On the (B)(6) 2013 the device failed the weekly auto self-test due to a low battery. No futher log entries were recorded. The device was shipped with 2.0.6 software installed and upon return to heartsine the software was 3.2.0. This would suggest the user upgraded the software sometime after the (B)(6) 2013 without power cycling the device. Investigation was unable to replicate the reported fault. The device was successfully upgraded to 3.2.0 using the heartsine samaritan pad 300p upgrader with an upgrade certificate being produced. The initial pad-pak performed as expected for approximately 50 months before issuing a low battery warning. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Pad unit has failed the 2012 fsca upgrade (communication error message).